Manufacturer narrative:
Product analysis: at analysis it was noted that the battery drawer was unable to be opened and that the ventricular output connector was cracked. Affected parts were replaced, the main board was repositioned and calibrated and the generator passed its final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for repair. There was no additional information provided. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.